Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. The patient was recovered from this peritonitis event. Extraneal and physioneal therapies were ongoing. No additional information is available as the reporter declined to provide any further information.